Manufacturer narrative:
The technician found the caster was not engaging and could not be adjusted. The technician replaced the brake caster to repair the stretcher.

Event description:
Information received indicates the caster is rolling after the brake has been engaged.